Event description:
It was reported that during an open lobectomy procedure, the blade broke off during use. The surgery was open, but no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.